Event description:
It was reported that during a planned elective upgrade of the implantable pulse generator (ipg) system that it was noted that there was an occluded vein and the physician could not gain access to the existing leads. The physician decided to abandon the ipg system and reprogrammed the ipg system. The ipg system was replaced on the right side of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.